Event description:
A nurse reports an error message during cataract surgery. The surgery was completed on another system and there was no impact/injury to the patient. The surgeon cancelled 2 subsequent surgeries for the day.

Manufacturer narrative:
The field service engineer was dispatched to the user facility to check out the system. He replaced the power distribution printed circuit board and returned the part for evaluation. Once the part was replaced, the system was tested and performed per specification. The returned part has been received, but the investigation is not complete at this time.